Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the medication leaked from the q-site connector of the three-way stopcock during use. Anti-cancer drug was leaked.